Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to use a nanocross elite pta balloon during treatment of a 200mm lesion in patients superficial femoral artery (sfa). Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated. An inflation device was used for balloon inflation. 50/50 contrast fluid was used. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. A balloon twist was reported. A dog-bone/twist was not visible within the balloon in the vessel. A rewrap tool was not used. A hub/leur leak during procedure was also reported. The device was safely removed from the patient. A 6mm x 20mm fortrex balloon was used to complete procedure. No patient injury reported.